Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic. Unit received moisture damaged at motor. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to rain water. Customer was stuck to rain yesterday. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that she will receive a replacement pump. Customer declined to troubleshoot for blank screen display.